Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the distention balloon burst and the structural balloon did not deploy. Distention balloon pieces were removed from the patient. Another structural balloon was used. The patient is fine. No patient injury was reported.